Event description:
Customer reported a past event of low blood glucose, with the lowest level recorded at 43 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose, and technical support recommended consulting with a healthcare professional to discuss factors affecting blood glucose levels. Technical support will keep the case open until pump data upload is confirmed.